Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 476 mg/dl. Customer stated she had changed the entire infusion set and still not working. Customer declined to do troubleshooting. Customer stated, the main issue was the insulin pump. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.